Event description:
Complainant alleged that during functional testing, the electrodes caused the associated defibrillator to fail self test. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.